Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive and cine bridge board were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cine function was not working. No pt injury was reported.